Event description:
It was reported that the atrial lead exhibited sensing thresholds of 0.5 mv and impedance was less than 200 ohms in the bipolar configuration. The device was programmed to the unipolar pacing configuration.

Manufacturer narrative:
Na